Event description:
A device report from (B)(6), indicated a hospital in (B)(6) reported: during a scheduled removal procedure, the pfna end cap was found loose. Implant and explant date are unk. No further info available.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.